Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open appendectomy, the stapler was able to fire completely, but there was bleeding on the staple line. The surgeon had to sew over the staple line to complete the case.